Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. The device has yet to be received by the manufacturer, should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported a complaint that their livongo meter was not accurate. The patient received a blood glucose reading of 274 when using his livongo meter but this reading did not match the patient's feelings so he went to the hospital. The hospital staff used another meter and received a blood glucose reading of 50. The patient also took another reading at the hospital using their livongo meter and got 210. Member was treated with IV fluids. The patient was sent a replacement blood glucose meter and test strips.